Event description:
The customer reported a ventilator is receiving error codes 120f and 120e regarding low leak. Additionally, the customer discussed error codes per the service annual and reported that the device would not go into standby mode. Patient or user involvement information is unknown. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse discussed running air delivery and air and o2 flow accuracy tests per the service manual. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips field service engineer (fse) who confirmed and duplicated the error codes 120f, 120e, and 1200. Additionally, the fse also confirmed a 1134 error code indicating a blower stalled. The philips field service engineer (fse) replaced the flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Upon the boot up and operation of the suspect flow sensor assembly to the standard test bed (stb), the product investigation lab (pil) technician found that the stb went into an alarm condition for 1200 patient disconnect, verifying the findings in the complaint. The pil technician could not duplicate the 120e low minute ventilation and 120f low tidal volume error codes; however, the pil technician could duplicate the 1200 "patient disconnect" alarm error. The pil technician confirmed that the stb with the suspect flow sensor assembly installed did have issues with the stb coming out of standby mode. During the troubleshooting phase, the pil technician verified average air slpm showing 240 slpm flow measurement on the diagnostics display with the stb resting at 0 slpm. Further investigation revealed that u1 on the flow sensor assembly was faulty as it was showing a faulty high resistance of 11k ohms at pins 3 and 4 to ground.